Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
The following information was reported to gore: on (B)(6) 2008, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. In (B)(6) 2014, aneurysm enlargement was noted, and type 2 endoleak was found. The patient underwent ligation of two lumbar arteries and the median sacral artery by open surgery. On (B)(6) 2021, an additional procedure was performed as further aneurysm enlargement (85 mm x 135 mm) was found. No obvious endoleak was noted, but sealing in the aortic neck was suspected to be insufficient. Thus, an endurant cuff was additionally implanted. To strengthen the connection site of excluder and endurant, an aortic extender of excluder was additionally placed there. The patient tolerated the procedure.